Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable. However, no reports of patient of staff injury were reported.

Event description:
The customer reported the systems' cine operation failed to function. No report of patient injury.